Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon found out the monopolar curved scissors (mcs) was not moving according to his hand control the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: according to operating room (or) staff information, surgeon said he was not able to close the jaws of the monopolar curved scissors (mcs) during the procedure. The instrument jaws remain static.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.